Event description:
A 2.0 mm x 15 mm sprinter legend rx dilatation balloon catheter was inserted in the pt to pre-dilate a lad lesion. The lesion morphology was moderately tortuous with little calcification; however, there was 90% stenosis. It was reported that the sprinter legend was inserted in the pt; however, the device encountered resistance between the guide wire lumen and the wire. The device was successfully removed. The case was completed with another MFR's balloon and a drug-eluting stent was implanted. It was reported that the device was correctly prepped with negative purge and visual inspection were performed on the device prior to use and no issues were noted by the user. No clinical sequelae were reported and the pt is reported to be fine.

Manufacturer narrative:
(B) (4). Eval results: lack of info. Eval summary: medtronic has received the device and its analysis has been completed. The shaft was bent, most likely due to coiling. The balloon bond was slightly stretched. The attach tip bond was intact and there was no evidence of stretching. The tip seal bond and the distal tip had detached immediately distal to the tip seal gap. There was no evidence of damage to the tip seal gap. There were strands of material present at the break site indicating that the material had stretched prior to breaking. Info received from the account confirmed that the device was inspected prior to use with no issues noted. The physician encountered resistance advancing the guide wire across the lesion. The physician advanced the device, but encountered resistance between the guide wire lumen and the guide wire. The possibility exists that when the physician encountered resistance, force may have been applied to the device causing stretching of the tip seal and distal tip. It is possible that the tip may have stretched further and subsequently detached as the device was withdrawn from the pt; however, this cannot be confirmed. The slight stretching of the proximal balloon weld also indicates that some force was applied to the device.